Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ps tibial bearing 12mm x 71/75mm, catalog #: 183642, lot #: 829440. Biomet series a standard patella, catalog #: 184764, lot #: 327940. Biomet cc I-beam tibial tray 75mm, catalog #: 141224, lot #: j3549571. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it still remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-00719, 0001825034-2019-00721. Investigation incomplete.

Event description:
It is reported that the patient has experienced instability, difficulty walking, over-extension and locking of the knee approximately three (3) years following knee arthroplasty. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint samples were evaluated and the reported event was confirmed through review of medical records. All returned devices had surface damages and scratches. The tibial bearing showed pitting, the femoral component still had bone cement attached and the tibial tray had very light damage with some shiny spots. Radiographic inspection identified slight varus alignment of the right knee arthroplasty. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address gross laxity in the soft tissue of the knee that had resulted in instability, difficulty walking, over-extension and locking of the knee approximately three (3) years post-operatively. All components except the patella were revised and replaced, and two tibial augments and a constrained tibial bearing were used to add additional stability to the soft tissue laxity. The patient has since improved and no additional patient consequences were reported. Initial operative notes received noted no complications. Revision operative noted a fair amount of synovitis, but nothing severe. A wide synovectomy was performed both medially and laterally. There was no purulent material and nothing looked infectious. The patellar button was in good condition and was not removed. When the polyethylene was removed from the knee, there was no abnormal wear on the medial or lateral sides of the polyethylene. There was no gross loosening of the femoral or tibial components and no failure of the cement interface. The patient had a little bit of bone loss on the lateral side of the femur when the components were removed. A new femoral, tibial and constrained bearing were inserted. Additionally, a femoral lateral distal augment and two tibial augments (medial and lateral) were implanted. The patient had excellent stability and was taken to the recovery room in stable condition.